Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 02-aug-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced five different incidents, which were associated with separate units, involving an unknown number of patients. This is the third of five reports. Refer to 8030647-2018-00474 for the first event. Refer to 8030647-2018-00475 for the second event. Refer to 8030647-2018-00477 for the fourth event. Refer to 8030647-2018-00478 for the fifth event. It was reported that the flex connector disconnected during use. The disconnection was discovered quickly and a replacement was made immediately without impact to the patient.